Manufacturer narrative:
The field service engineer replaced the pcba power management board to resolve the reported issue. The system fully meets specifications and is returned to use.

Event description:
It was reported to philips that when powering on the unit is alarming blower failed, 35v supply failed, aux failed. The device was not in use at the time of the event. The device was being set up for use on a patient, however there was no delay to patient care or therapy reported. There was no report of patient or user harm/impact. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The caller advised error codes were in the significant event logs. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance.